Event description:
Patient reported to have undergone right partial knee arthroplasty and that a subsequent revision procedure was performed. Operative notes provided by the patient indicate a partial knee arthroplasty was performed on (B)(6) 2007 and that a revision procedure occurred on (B)(6) 2008. The surgeon noted in the operative report from the revision procedure that the tibial tray was easily removed as the cement did not bond to the bone.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implant fracture and loosening due to cement failure has been reported." The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).